Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed for dvt and potential risk for pe, due to recent leg fracture from a skiing accident and post orthopedic procedure. The vena cava filter was deployed at the level of l2- l3 the lumbar spine without incident. No other pertinent patient, device or medical information was provided in the medical records received. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information: it was reported that a vena cava filter was deployed for dvt/pe due to fractured right leg, post orthopedic procedure. At some time (date not provided) post filter deployment, allegedly a detached filter limb become logged in tricuspid annulus of the heart. A vena cava filter retrieval procedure was performed percutaneously to retrieve the filter and detached limb. The filter was retrieved successfully; despite attempts made to retrieve the detached filter limb it remains lodged in the tricuspid annulus. Medical records provided by the reporting source were reviewed and identified the filter deployment procedure. No other pertinent patient or medical information was provided. The patient status this time is unknown.